Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, wear abrasion, a piece of the shell is missing, crease flat. A microscopic analysis was performed which identify opening on posterior side with sharp edge and with non-penetrating nicks assessed as surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Rupture ¿ breast implants are not lifetime devices. Silicone gel breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of rupture.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade ii. Device has been explanted.